Event description:
It was reported that on the 3rd day of the npwt utilizing a pico, the pump stopped working. The batteries were exchanged to solve the problem, however the pump did not work.

Manufacturer narrative:
Investigation summary: our investigation into this complaint has now concluded. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU 'after 7 days of therapy the pump will automatically cease functioning' smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.